Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to software issue. A technical support specialist stated that the patient was not showing on the database and requested the active directory to resend the readmit message for the patient to its current location to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had patients not crossing to their current location. The customer stated that they had created a temporary patient at the station to remove the medication and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.